Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that two filters had trouble being released but the filters eventually deployed. (The other filter is handled in (B)(4)). It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information an exact cause for this event cannot be established. However excessive tension during deployment could have prevented the filter from being released in first attempt. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: other health care professional, ir manager. PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: we had trouble with this filter yesterday coming off the hook, we finally got it deployed. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.